Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection of the lead noted that the lead was twisted. The proximal end of the distal spring electrode was also separated from the lead body. Complete lead was returned. Detailed testing showed that the lead was electrically continuous and passed all electrical testing. Laboratory analysis confirmed that this lead had insulation damage while the allegation of a dislodgement, high thresholds, loss of capture, and low r-wave sensing could not be confirmed by analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged as determined through high threshold measurements, a loss of capture (loc), and low r-wave sensing. A repositioning procedure is scheduled. Subsequently a revision procedure took place and upon removing the lead insulation damage was noted. A new lead was implanted. This right ventricular lead will be returned. No adverse patient effects were reported.